Manufacturer narrative:
It was reported that the drainage tube and collection bag of the urinary catheter were removed and used with a bakri balloon. The bakri balloon was being used for uterine tamponade and, in this set-up, the drainage tube and collection bag were collecting blood. After an unspecified period of time in this set-up, the bakri balloon was noted have clotted off. Reportedly, the drainage tube was "milked," the clot was dislodged, and the patient hemorrhaged. At an unspecified period of time after this incident, the patient required a hysterectomy. No other information was reported to the manufacturer. No sample was available to be returned for evaluation and root cause determination. Due to the reported incident, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that the urinary catheter's drainage tube and collection bag were used with a bakri balloon and the bakri balloon clotted off while in this set-up.